Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 7. Details of surgery: primary stability not achieved. On (B)(6) 2021, non-osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: increased sensitivity. No further patient complications were reported.